Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook tracer metro direct wire guide was used. They were able to cannulate without a problem. They then noticed what was described as a shadow on the sphincterotome. At the end of the procedure they observed that the coating at the distal tip of the wire guide had peeled away from the core wire. A perforation occurred as a result of this occurrence and the pt developed a mild case of pancreatitis. A section of the device did not remain inside the pt's body. The pancreatitis was successfully treated with antibiotics and a diet regimen, before discharging the pt. Other then the case of pancreatitis, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: from the photo provided of the reported device we can confirm the report. It appears from the photo that several centimeters of the coating has peeled from the distal end. A product-specific discrepancy that could have caused or contributed to this observation was not seen in the photo. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions for use advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include flushing the wire guide holder with 30cc of sterile water prior to removing the wire guide from the holder, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating damage. In the instructions for use listed under potential adverse events is the following statement, "potential adverse events associated with ercp include, but are not limited to perforation." If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all tracer metro wire guide are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and assess the risk assessment results as post market feedback continues to become available.